Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Use error: per tandem's user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 370 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered cold insulin was being used within the cartridge and pump supplies were used beyond labeling. Cts educated customer on cartridge/insulin labeling. It was also discovered that customer was skipping the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Customer reported pump supplies would be changed.